Event description:
Pt reported that about 1 month ago, she checked her infusion site before bolusing and noticed that the luer lock had come apart. The pt changed the infusion set, bolused and reported that everything was okay. The pt did not report any elevations in blood glucose values due to the event. Product was requested to be returned for evaluation.